Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 9680001-2017-00064. During an ablation procedure, a cardiac perforation occurred. While mapping in the right ventricle, the physician made an abrupt movement and the patient felt unwell. Fluoroscopy revealed a pericardial effusion in the right ventricle, for which no treatment was administered. The procedure was completed with the patient in a stable condition. There was no performance issues with any abbott device.